Manufacturer narrative:
The device inspection revealed that the bed scale was reading underweight when a patient was placed on the bed. Consequently, the customer was unable to activate the exit alarm. The bed was reset and tested and no malfunction was noticed. The reported malfunction did not contribute to the patient's fall. The exit alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. The instructions for use (IFU) for citadel bed frame system (830.213-en) includes the following information related to the investigated event: "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." To sum up, based on gathered information it can be concluded that the patient fall could be a result of attempt to leave the bed although side rails were in raised position. The device was used for a patient treatment when the event occurred and therefore was involved in the event. Arjo device failed to meet its performance specification since the patient fell from the bed. This complaint is deemed reportable due to allegation of patient's fall from the bed.

Event description:
Following the information provided, the patient fell out of the arjo citadel bed frame and hit the back of the head. According to information provided by the primary nurse, the patient sustained a head injury resulting in no trauma. It was reported that the staff could not activate the exit alarm. After the event the arjo representative contacted with the customer to gathered additional information regarding the event. During the conversation, the customer confirmed that the bed safety sides were raised at the time of the event. Additionally, it was confirmed that the patient was experiencing confusion and non-compliance.